Event description:
It was reported that a cs1s was used during an unknown procedure. It was reported by the affiliate that the jaw would not close correctly. A new blade was used to complete the case. There was no consequence to the pt.